Event description:
The report stated that the patient was undergoing colonoscopy for removal of a colonic lesion. They were using a conmed patient return electrode and a boston scientific snare connected to the valleylab force2 generator. Within seconds of activating the snare with the coag foot pedal, an explosion occurred. It was audible to three people in the room. Mesenteric fat and blood were visualized through the colonoscope immediately after the explosion. The patient died within 24 hours of the procedure. The site said they intend to check-out the generator themselves and do not intend to return it for evaluation. The generator was set at 20/20 cut/coag blend 2. She was not taking anticoagulants, steroids, or other immunosuppressants. Bowel preparation: the choice of bowel cleansing agent, miralax (polyethylene glycol), was appropriate, but the bowel preparation was suboptimal. Small amounts of stool were visualized during the procedure. The pt had had a previous colonoscopy aborted in 2008, secondary to inadequate bowel preparation. In consideration of this, and other factors, the potential benefits of the procedure were deemed to outweigh the risk. Equipment: all of the equipment used in the procedure, including covidien equipment, was tested and found to be in compliance. Root cause analysis: the event was deemed not foreseeable and not preventable. The pt's cirrhosis, and consequent immunocompromise, was considered to be a contributing factor to her death. Evidence-based medicine: the medical literature recognizes colonic gas explosion as a rare, but serious, complication of colonoscopy. Much of the literature focuses on the need for a meticulous bowel preparation. Benedict and associates are aware of this literature. Ladas sd, karamanolis g, ben-soussan e. Colonic gas explosion during therapeutic colonoscopy with electrocautery. World j gastroenterol. 2007 oct 28;13 (40) :5295-8.

Manufacturer narrative:
The site tested the generator and it was found to be in compliance. The risk manager for the site was contacted by covidien lp, energy-based devices division's director of medical affairs.